Event description:
The customer reported that while processing microwell plates on osp, a plate was manually removed due to an error condition and through a series of subsequent events including another error condition, the plate was substituted for another plate and no error was generated. No death or serious injury was associated with this incident.